Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified left circumflex (lcx). The lesion was predilated with a 2.5mm non bsc balloon. The 2.75x16mm taxus liberte stent was then advanced to the lcx; however, the device was unable to cross the lesion. When the device was removed from the patient, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B)(4).